Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that they were in a pocket revision. The patient had discomfort at the pocket site when they leaned back. The implantable neurostimulator (ins) was medial and very close to the spine so during the revision they moved it a few inches lateral. After the revision the patient was doing well. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.